Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the physician was unable to advance the guidewire out of the catheter or pull it back in. The catheter was removed from the sheath and tissue was observed at the tip of the catheter on the wire.  The port on the catheter was flushed with heparinized saline, resulting in a small amount of tissue being expelled. A new guidewire was advanced into the catheter, and the catheter was re-inserted into the sheath the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012690607 was returned and analyzed. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. The catheter was received with a guidewire inserted, and an additional guidewire was also returned along with the complaint guidewire. In total, two guidewires were received with the returned catheter. Both guidewires passed the compatibility test. Additionally, the lab test guidewire was successfully inserted and retracted into the returned catheter without any resistance, and the connection at the luer was secure. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the reported issues (tissue at the tip of the catheter on the wire and guidewire/catheter compatibility) were not reproduceable. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.